Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.

Event description:
On (B)(6) 2012, customer reports the doctor was harvesting a tendon to use as an acl graft when the top of the stripper broke off in the surgical site. No xray taken because part was wholly retrieved. No pt injury confirmed. Procedure time was increased 30-40 minutes as they worked to remove broken part.